Event description:
It was reported the cdh33 was used during an unknown procedure. It was reported by the affiliate there was staple line bleeding. There was no consequence to the pt. 3/17/98-response received from affiliate that no blood transfusion was necessary.